Event description:
Baxter (B)(4) reported that an infusor had a damaged fill port before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unfilled sample for evaluation. Visual inspection of the sample confirmed that the fill-port was cracked due to a broken filling syringe tip stuck inside the fill-port. The root cause of the cracked fill-port was determined to be due to excess pressure being applied on the fill-port when the filling syringe was inserted in the fill-port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.